Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Explant date: couple of years ago.

Event description:
It was reported that the patients device was non-functional. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.